Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2018-03083. It was reported one of the patient's scs leads was exhibiting high impedances and the other lead was not providing effective therapy. Surgical intervention was taken to replace the leads.